Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump kept going into threshold suspend and the device wasn't notifying him. Customer stated he woke up with high blood glucose and didn't provide a numerical value. Customer declined replacement device. In the device alarm history it was noted the device had gone into threshold suspend. Customer was advised the device should not go into threshold suspend without alarming, and a replacement device was offered. The customer declined a replacement device. Customer then disconnected the call. The insulin pump is not being returned for analysis.